Event description:
Received info that pump has stopped all insulin delivery.

Manufacturer narrative:
The device has been received for eval. However, the eval is not yet complete. A supplemental report will be submitted upon completion of eval. T:slim user guide indicates to disconnect t:slim pump on high gravity roller coasters, pump was reportedly used on roller coasters.